Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/ organ perforation"), gastrointestinal injury ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation"), device dislocation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". Medical conditions: (B)(6)2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included overweight. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6)2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6)2013, the patient experienced hot flush ("hot flashes"). In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6)2014. In (B)(6)2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6)2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6)2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6)2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Lot number a67119 is invalid. Lot number:a34124, manufacture date:2012/07, expiration date:2015/07. Lot number:a57113, manufacture date:2012/09, expiration date:2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/ organ perforation"), gastrointestinal injury ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation"), device dislocation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's previously administered products included for an unreported indication: mirena and depo provera. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy and hysterectomy), and surgery (diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. On (B)(6) 2013: hsg test with x-ray was performed. Batch number a67119 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: plaintiff fact sheet received. Outcome of events back pain, neck pain, head pain, migraine and abdomen pain was updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/ perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycle ") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device in (B)(6) 2014.). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, abdominal pain, back pain, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fallopian tube perforation and menstrual disorder to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation"), gastric perforation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes"), device dislocation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. A34124, a67119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's previously administered products included for an unreported indication: mirena and depo provera. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced gastric perforation (seriousness criteria medically significant and intervention required) with abdominal pain upper, device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), nausea ("nausea"), migraine ("severe migraines"), hot flush ("hot flashes"), mood swings ("mood swings"), loss of libido ("loss of sex drive/loss of intimacy"), headache ("headaches") and neck pain ("neck pain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013, complete hysterectomy on (B)(6) 2013), surgery (surgery to remove the third essure device) and surgery (surgery to remove the third essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, gastric perforation, device dislocation, rheumatoid arthritis, back pain, menorrhagia, adverse event, gait disturbance, nausea, migraine, hot flush, mood swings, loss of libido, headache and neck pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastric perforation, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. (B)(6) 2013: hsg test with x-ray was performed. Most recent follow-up information incorporated above includes: on (B)(6) -2018: new pfs + mr received- new events added: pelvic pain, hot flashes, mood swings, loss of sex drive, abdominal pain ,headaches , rheumatoid arthritis, neck pain, gastric perforation were added. Lot number , new reporter were added.outcomes of event abdominal pain from unknown to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/ organ perforation"), gastrointestinal injury ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation"), device dislocation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". Medical conditions:(B)(6)2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included overweight. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6)2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In july 2013, the patient experienced hot flush ("hot flashes"). In february 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6)2014. In september 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings and loss of libido outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6)2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6)2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6)2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs approximate weight at the time of essure placement: 140lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Batch number a67119 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: lot number was added. Patient notes added. Concomitant condition was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation"), gastric perforation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes"), device dislocation ("device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's previously administered products included for an unreported indication: mirena and depo provera. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced gastric perforation (seriousness criteria medically significant and intervention required) with abdominal pain upper, device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), nausea ("nausea"), migraine ("severe migraines"), hot flush ("hot flashes"), mood swings ("mood swings"), loss of libido ("loss of sex drive/loss of intimacy"), headache ("headaches") and neck pain ("neck pain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013, complete hysterectomy on (B)(6) 2013), surgery (surgery to remove the third essure device) and surgery (surgery to remove the third essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, gastric perforation, device dislocation, rheumatoid arthritis, back pain, menorrhagia, adverse event, gait disturbance, nausea, migraine, hot flush, mood swings, loss of libido, headache and neck pain outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastric perforation, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. On (B)(6) 2013: hsg test with x-ray was performed. Batch number a67119 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration/perforation/ organ perforation'), gastrointestinal injury ('device migration/migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/organ perforation'), device dislocation ('device migration/migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis'). In a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's medical history included: pelvic pain female, back pain, rheumatoid arthritis, migraine, excessive menstruation, uterine perforation and ovarian cyst. On (B)(6) 2013, hsg test with x-ray was performed. Previously administered products included, for an unreported indication: ibuprofen, mirena and depo provera. Concurrent conditions included: overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches"), neck pain ("neck pain"). And menstruation irregular ("unusual periods"). The patient was treated with surgery (salpingectomy and hysterectomy, and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings, loss of libido and menstruation irregular outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs approximate weight at the time of essure placement: 140lbs. Discrepancy noted in date(s) of removal: (B)(6) 2013. Left: 5 coils, right: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.5 kg/sqm. Lot number#: a67119 is not valid. Lot number#: a34124, manufacture date: 2012/07, expiration date: 2015/07; lot number#: a57113, manufacture date: 2012/09, expiration date: 2015/09. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: new event: unusual periods was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/ organ perforation'), embedded device ('essure coil embedded in omental fat tissue'), gastrointestinal injury ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation'), device dislocation ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's medical history included pelvic pain female, back pain, rheumatoid arthritis, migraine, excessive menstruation, uterine perforation, ovarian cyst, dysmenorrhea, vaginitis, necrotic leiomyoma, diarrhea, vaginal pain, vaginal discharge and right lower quadrant pain. On (B)(6) 2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: ibuprofen, mirena and depo provera. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches"), neck pain ("neck pain") and menstruation irregular ("unusual periods"). The patient was treated with surgery (diagnostic laparoscopy, salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings, loss of libido and menstruation irregular outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, embedded device, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Discrepancy noted in date(s) of removal: (B)(6) 2013. Left- 5 coils right- 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Lot number: a67119 is not valid. Lot number: a34124, manufacture date: 2012/07, expiration date: 2015/07. Lot number: a57113, manufacture date: 2012/09, expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/ organ perforation'), embedded device ('essure coil embeded in omental fat tissue'), gastrointestinal injury ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation'), device dislocation ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's medical history included pelvic pain female, back pain, rheumatoid arthritis, migraine, excessive menstruation, uterine perforation, ovarian cyst, dysmenorrhea, vaginitis, necrotic leiomyoma, diarrhea, vaginal pain, vaginal discharge and right lower quadrant pain. (B)(6) 2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: ibuprofen, mirena and depo provera. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches"), neck pain ("neck pain") and menstruation irregular ("unusual periods"). The patient was treated with surgery (diagnostic laparoscopy, salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, menorrhagia, adverse event, gait disturbance, nausea, hot flush, mood swings, loss of libido and menstruation irregular outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, embedded device, gait disturbance, gastrointestinal injury, headache, hot flush, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Discrepancy noted in date(s) of removal: (B)(6) 2013. Left- 5 coils right- 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Lot number a67119 is not valid. Lot number:a34124. Manufacture date:2012/07. Expiration date:2015/07. Lot number:a57113. Manufacture date:2012/09. Expiration date:2015/09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event device embedded added and made medically significant and intervention required due to surgery. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and device dislocation ("device migration/ migrated to plaintiff's stomach") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "patient underwent the essure procedure, having three devices implanted at that time". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), nausea ("nausea") and migraine ("severe migraines"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2013, complete hysterectomy on (B)(6) 2013) and surgery (surgery to remove the third essure device). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain, menorrhagia, adverse event, gait disturbance, nausea and migraine outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, gait disturbance, menorrhagia, migraine, nausea and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Most recent follow-up information incorporated above includes: on 12-jan-2018: legal complaint received: lawyers added. Essure stop date updated from (B)(6) 2014 to (B)(6) 2014. Events device migration/ migrated to plaintiff's stomach, difficulty walking, severe migraines, nausea and patient underwent the essure procedure, having three devices implanted at that time were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/ organ perforation'), embedded device ('essure coil embeded in omental fat tissue'), gastrointestinal injury ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation'), device dislocation ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure" on (B)(6) 2013 and device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's medical history included pelvic pain female, back pain, rheumatoid arthritis, migraine, excessive menstruation, uterine perforation, ovarian cyst, dysmenorrhea, vaginitis, necrotic leiomyoma, diarrhea, vaginal pain, vaginal discharge and right lower quadrant pain. (B)(6) 2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: ibuprofen, mirena and depo provera. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches"), neck pain ("neck pain") and menstruation irregular ("unusual periods"). The patient was treated with surgery (diagnostic laparoscopy, salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, heavy menstrual bleeding, adverse event, gait disturbance, nausea, hot flush, mood swings, loss of libido and menstruation irregular outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, embedded device, gait disturbance, gastrointestinal injury, headache, heavy menstrual bleeding, hot flush, loss of libido, menstruation irregular, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs. Approximate weight at the time of essure placement: 140lbs. Discrepancy noted in date(s) of removal: (B)(6) 2013 left- 5 coils right- 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Abdominal x-ray - on (B)(6) 2013: renal wire type device having the appearance of essure coil in right mid pelvis. Lot number: a67119 is not valid. Lot number:a34124 manufacture date:2012/07 expiration date:2015/07. Lot number:a57113 manufacture date:2012/09 expiration date:2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Event "essure and novasure ablation performed concomitantly", lab data and reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/ organ perforation'), embedded device ('essure coil embeded in omental fat tissue'), gastrointestinal injury ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes/ organ perforation'), device dislocation ('device migration/ migrated to stomach/the location of the perforation: stomach lining/essure was not in both fallopian tubes') and rheumatoid arthritis ('rheumatoid arthritis') in a 35-year-old female patient who had essure (batch no. A34124, a57113, a67119-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure" on (B)(6) 2013 and device use issue "patient underwent the essure procedure, having three devices implanted at that time". The patient's medical history included pelvic pain female, back pain, rheumatoid arthritis, migraine, excessive menstruation, uterine perforation, ovarian cyst, dysmenorrhea, vaginitis, necrotic leiomyoma, diarrhea, vaginal pain, vaginal discharge and right lower quadrant pain. (B)(6) 2013: hsg test with x-ray was performed. Previously administered products included for an unreported indication: ibuprofen, mirena and depo provera. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("severe abdominal pain/ abdominal pain") and mood swings ("mood swings"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and gastrointestinal injury (seriousness criteria medically significant and intervention required) with abdominal pain upper. On (B)(6) 2013, the patient experienced loss of libido ("loss of sex drive/loss of intimacy"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycle"), adverse event ("abnormal symptoms"), gait disturbance ("difficulty walking"), migraine ("severe migraines"), headache ("headaches"), neck pain ("neck pain") and menstruation irregular ("unusual periods"). The patient was treated with surgery (diagnostic laparoscopy, salpingectomy and hysterectomy and diagnostic laparoscopy and essure removal). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the abdominal pain, back pain, migraine, headache and neck pain had resolved. At the time of the report, the uterine perforation, gastrointestinal injury, device dislocation, rheumatoid arthritis, heavy menstrual bleeding, adverse event, gait disturbance, nausea, hot flush, mood swings, loss of libido and menstruation irregular outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, embedded device, gait disturbance, gastrointestinal injury, headache, heavy menstrual bleeding, hot flush, loss of libido, menstruation irregular, migraine, mood swings, nausea, neck pain, rheumatoid arthritis and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers for thc forgoing symptoms. On (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove two of the essure devices. On (B)(6) 2013, plaintiff underwent a complete hysterectomy in an attempt to remove the third essure device. The removal was unsuccessful. On (B)(6) 2014, plaintiff underwent surgery to remove the third essure device, which had migrated to plaintiff's stomach. Current weight: 133lbs approximate weight at the time of essure placement: 140lbs. Discrepancy noted in date(s) of removal: (B)(6) 2013. Left- 5 coils right- 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Abdominal x-ray - on (B)(6) 2013: renal wire type device having the appearance of essure coil in right mid pelvis. Lot number: a67119 is not valid. Lot number: a34124, manufacture date: 2012/07, and expiration date:2015/07. Lot number: a57113, manufacture date: 2012/09, and expiration date:2015/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.